Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department with complaint of shortness of breath (sob) and then experienced a syncopal episode. It was noted that cardiopulmonary resuscitation (CPR) was performed. Interrogation of the device noted a ventricular episode that coincided with the time of the syncopal episode. The stored fast ventricular event lasted 42 seconds and the patient remained in ventricular tachycardia (vt)/ventricular fibrillation (vf) at the end of the episode with undersensing noted. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.